Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation on (B)(6) 2012, obesity, dysuria, bleeding genital, bacterial vaginosis, sexually transmitted disease, irregular menstruation, metrorrhagia, chlamydia test (chlamydiaigonorrhoeae (gc) pcr screen), urine analysis abnormal (poct urinalysis dipstick) and tubal ligation. Previously administered products included for an unreported indication: mirena from (B)(6) 2008 to (B)(6) 2020. Concurrent conditions included fibromyalgia and rheumatoid arthritis. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2009 to (B)(6) 2009 for pelvic pain female and abdominal pain, estradiol (vagifen) from (B)(6) 2011 to (B)(6) 2011 for vaginal bleeding and menorrhagia as well as amlodipine besilate (amlodipine besylate), estradiol (estrace), gabapentin, metronidazole (flagyl), metronidazole from (B)(6) 2010 to (B)(6) 2010 and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("yeast infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced arthralgia ("joint pain"). In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginios"). In (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash") and urticaria ("allergic or hypersensitivity reaction type: hives"). On (B)(6) 2019, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, diphenhydramine hydrochloride and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dermatitis allergic, urticaria, bacterial vaginosis, dysmenorrhoea, mood swings, abdominal pain, vaginal discharge, vulvovaginal mycotic infection, weight increased, dyspareunia, depression, anxiety and arthralgia outcome was unknown and the headache and migraine had resolved. The reporter considered abdominal pain, anxiety, arthralgia, bacterial vaginosis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and 2011. Current weight 240 lbs. The left tubal ostea essure. Device placed with 3 visible coils present after procedure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(6) hence case was marked for deletion and all information from this case was transferred to retention case (B)(6). No new follow-up information was received from the reporter. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included fibromyalgia and rheumatoid arthritis. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2009 to (B)(6) 2009 for pelvic pain female and abdominal pain, estradiol (vagifen) from (B)(6) 2011 to (B)(6) 2011 for vaginal bleeding and menorrhagia as well as amlodipine besilate (amlodipine besylate), gabapentin, metronidazole from (B)(6) 2010 to (B)(6) 2010 and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("yeast infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced arthralgia ("joint pain"). In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2016, the patient experienced rash ("allergic or hypersensitivity reaction type: rash") and urticaria ("allergic or hypersensitivity reaction type: hives"). On (B)(6) 2019, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, diphenhydramine hydrochloride and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, urticaria, bacterial vaginosis, dysmenorrhoea, mood swings, abdominal pain, vaginal discharge, vulvovaginal mycotic infection, weight increased, dyspareunia, depression, anxiety and arthralgia outcome was unknown and the headache and migraine had resolved. The reporter considered abdominal pain, anxiety, arthralgia, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and 2011. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet was received. Event-injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hives, rash, bacterial vaginosis, dysmenorrhea (cramping), mood swings, migraines, headaches, abdominal pain, vaginal discharge, yeast infection, weight gain, joint pain, dyspareunia (painful sexual intercourse), anxiety, depression. Reporter information, concomitant drug, treatment drug, events onset date, events outcome, essure removal date, lab data were added. Essure insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.